Manufacturer narrative:
(B)(4). Batch # m5575t. The analysis found that one pve35a device was returned in good visual condition and with one cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 3/23/2016. Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # (B)(4) the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the appearance of the deployed staples (b-formation, malformed, irregular in shape, legs straight)? In the proximal and distal part the staples looked fine, b shaped. Where the bleeding was it looked as though there were not any staples present.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the renal artery and vein were captured within the jaws of the instrument, making sure all tissue was behind the thick black "cut" line. Fifteen seconds was waited as instructed with all staplers. After this the safety was released and the device fired. The stapler fired with no problems. Upon opening of the stapler there was bleeding from the renal vein which was distal within the jaw, the artery, which was proximal was sealed effectively. The staple line was inspected and it was noted that there was an opening in the staple line. The surgeon managed to control the bleeding and fortunately did not have to convert to open. Controlled bleeding using clis and haemostats. The stapler was loaded with a vascular reload. Delay of thirty minutes.